Event description:
(B)(4). Have an on-going recurring allergic reaction, with escalating symptoms starting on (B)(6) 2015. Severe joint pain, burning pain in hips and legs, bowels affected with symptoms similar to ibs. I am bed-ridden about 10 days out of every month now. Had multiple blood tests done and ultrasound on my ovaries, but no abnormalities were detected. The devise was provided by my insurer and was recommended by my obgyn.